Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male patient underwent aaa repair in 2008. The patient received a zenith main body, two zenith iliac legs and the procedure was conducted without reported incident. Two months later, patient underwent a secondary procedure to treat a possible distal type I endoleak. The physician chose to extend down the left side with two zenith iliac legs. The physician felt there was a rupture; however, the endoleak was resolved.